Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. Please see updates. B3/b5: the information included in these fields was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (insufflation pressure does not increase) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information. The event occurred during a therapeutic lower hepatectomy procedure. The procedure was completed using a competitor device. The procedure was ¿somewhat¿ delayed and the device was inspected prior to use.

Event description:
The customer reported to olympus that the pneumo-abdominal pressure decreased while using the high flow insufflation unit. The issue occurred during a therapeutic procedure. The procedure was completed and there was no reported patient or user harm.

Manufacturer narrative:
The device was returned and evaluated. The customers allegations were not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Initial reporter name and address: full establishment name: (B)(6) hospital.